Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a catheter that broke. The following information was provided by the initial reporter: the tip of the catheter broke off while inserting it into the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-dec-2022. H6: investigation summary- bd received (B)(4) sealed 22 gauge insyte autoguard devices from lot 2158993 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units but failed to identify any visible defects to the catheters. Next, the units were tested on a model vein but the reported issue could not be replicated during inspection. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects could be identified a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a catheter that broke. The following information was provided by the initial reporter: the tip of the catheter broke off while inserting it into the patient.